Event description:
It was reported that a flo-gard infusion pump had presented an unspecified alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was inoperative and could not power on. During visual inspection the central processing unit (cpu) printed circuit board (pcb) was found to be damaged. This was determined to be the cause of the reported alarm. To correct the condition, the cpu pcb was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.